Event description:
During common bile duct stent placement, introducer was inserted -with stent attached- into bile duct, however, when removing the introducer, the end portion of the introducer separated from the rest of the catheter and remained in the patient, within the stent. Bile was flowing freely; however, multiple attempts to remove this portion of clear tubing were unsuccessful. Patient will need to return to surgery for an additional ercp within 24 - 48 hours to remove and replace the stent.